Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system. The erroneous results were detected by the operator while monitoring anion gaps. No results were reported outside the laboratory. Quality control recovery was within specification. The samples were retested on the facility's back-up system and the results were within specification. There is no report of any adverse event of need for medical intervention to prevent or preclude serious injury. The number of patient samples were not provided.

Manufacturer narrative:
The field service engineer (fse) visited the facility on (B)(4) 2008 and examined the system. The fse cleaned the flow cell and replaced the carbon bridge. There were no further events noted following this service. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.